Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant procedure on (B)(6) 2022. During procedure, cobra deformation was noted on the occluder. The occluder was not released from the delivery cable. The occluder was removed and a new 11mm amplatzer septal occluder was successfully implanted. There was no interaction with cardiac structures noted during deployment. There was no angulation or kink noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed that the device met functional specifications when analyzed under non-physiological conditions. One picture was received from the field which appeared to show an occluder deformed in a cobra shape. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 10 mm amplatzer septal occluder is a 6f.